Event description:
It was reported that pump quick bolus and wake button did not function as expected, and pump display did not turn on even when customer firmly pressed center of button while pump was unplugged from power. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer reverted to alternate method of insulin therapy.